Event description:
Information provided via abstract publication states that an m6-c implanted at c5/6 in (B)(6) 2013 was removed in (B)(6) 2023. Mild leukocytes and no anaerobic or aerobic growth. C. Acnes grown from enrichment only, not from primary culture. Foreign body reaction at c5/6 level only.

Manufacturer narrative:
The device was not received for evaluation. No device identifiers; serial number, lot number, were provided therefore a review of the lot history records could not be performed. A review of the risk management file resulted in no new risk associated with the device. Rmf 0003 rev 36 line 12.75- device explanted.